Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was no stimulation. The patient stated he was bent over the sink washing dishes and his stimulation went out. The patient was unable to turn it on with the recharger or programmer. The patient reported the recharger shows the implantable neurostimulator (ins) was at 3/4 full. The patient recharged and stated now it shows full. Both the recharger and the programmer were working today and the patient can feel stimulation. Patient service discussed the patient could inform the doctor and monitor equipment and the ins for a while. Medical history includes non-malignant pain and other non-malignant pain. If additional information is received, a supplemental report will be submitted.